Event description:
It was reported that the ekos device was leaking, and therapy was discontinued prematurely. An ekos endovascular device, 106x24cm was selected for use to treat the patient's deep vein thrombosis (dvt). The ekos device was placed in the patient and the patient was transferred to the ICU to receive ekos therapy. After approximately 20 hours of ekos therapy, it was observed that the infusion catheter was leaking at the connection to the hub. The ekos device was removed, and the patient did not receive the intended amount of lytic therapy. There were no further patient complications reported.

Manufacturer narrative:
Device analysis: microscopic visual inspection of infusion catheter (ic) showed cracking on the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug and coolant port luers where the cracking was present. The reported event of leaking was confirmed. Additionally, it was found that both luers were also cracked.

Event description:
It was reported that the ekos device was leaking, and therapy was discontinued prematurely. An ekos endovascular device, 106x24cm was selected for use to treat the patient's deep vein thrombosis (dvt). The ekos device was placed in the patient and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. After approximately 20 hours of ekos therapy, it was observed that the infusion catheter was leaking at the connection to the hub. The ekos device was removed, and the patient did not receive the intended amount of lytic therapy. There were no further patient complications reported.